Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm proximal the ring electrode. Only a medial fragment of approx. 10 cm length with elongated inner and outer conductor coils was received for analysis. The proximal and the distal parts were not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Due to the fragmented state of the lead and the damages due to the extraction procedure an electrical analysis was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This rv lead was partially extracted, a portion remains in the body, due to high thresholds. No adverse patient events were reported.